Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy.

Event description:
Note: this report pertains to the one of three captivator snares that were used in the same procedure. It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician tried to cauterize with a 33mm captivator snare but was unsuccessful as the snare would not get to the right temperature. A second captivator snare was opened but it did not work. The cautery machine settings, bovie cord and ground pad were checked to ensure proper set up. A third captivator snare was opened, and the same problem occurred. The procedure was completed with a 20mm captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy. Block h11 investigation results: one captivator snare was received for analysis. Visual analysis of the returned device revealed no problems. Additionally, an electrical test was performed, and the device was found within specification. No problems were noted. The reported event of "device failure to deliver energy" could not be confirmed. The device was returned without any problems on it. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. This code was selected since the reported event could not be confirmed.

Event description:
Note: this report pertains to the one of three captivator snares that were used in the same procedure. It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician tried to cauterize with a 33mm captivator snare but was unsuccessful as the snare would not get to the right temperature. A second captivator snare was opened but it did not work. The cautery machine settings, bovie cord and ground pad were checked to ensure proper set up. A third captivator snare was opened, and the same problem occurred. The procedure was completed with a 20mm captivator snare. There were no patient complications reported as a result of this event.